Event description:
It was reported that irregular pacer spikes were noted.  A sensing issue on the atrial channel could not be ruled out . An right atrial (ra) lead position check failure was also noted. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.